Manufacturer narrative:
Pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, broken end cap and missing end cap sticker.

Event description:
Customer reported via phone call to have fallen on the sidewalk and landed on insulin pump. As a result, insulin pump was damaged. Customer's blood glucose was 126 mg/dl. Customer reported that the bottom of the reservoir compartment and sticker came off. Customer states that the entire pump panel came off exposing the internal components of the insulin pump. Customer was advised that insulin pump would need to be replaced.